Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during a case the unit displayed a ventilator failure. The patient was bagged and the unit was swapped out. There was no injury reported.

Manufacturer narrative:
The dispatched service engineer could narrow down the root cause for the problem to a faulty ventilator motor and replaced it. The device passed all tests after the repair exchange and was returned to use. The manufacturer has evaluated the log file and found two entries which are in relation to the reported ventilator failure; first one is indicating speed deviations (motor slow) and the second one a stalling of the motor, finally. The particular motor has been in operation for approximately 11 years. This motor is designed for a lifetime of 10 years at standard operating conditions which the respective unit has lasted. Dräger finally concludes that the device responded as designed upon the malfunction of a wear-and-tear component; it has shut down automatic ventilation when the error occurred to prevent from damages to the ventilator unit and has posted a corresponding alarm. Manual ventilation remains possible in this state. Reportedly, no patient consequences have occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.